Manufacturer narrative:
The pump was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed a sharp increase in power consumption on (B)(6) 2018 followed by a decrease in power consumption. Five (5) high watt alarms have been logged since (B)(6) 2018 and one (1) low flow alarm was logged on (B)(6) 2018. Of note, it was reported that the patient received treatment via IV anticoagulants, after which the power and flow decreased. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had high watt alarms with a reported associated uptick in power consumption, though power was still within normal limits. The next day, the patient had low flows, low pulsatility, was hypotensive and lost consciousness while inpatient. No cardiac pulmonary resuscitation (CPR) was performed on the patient but did receive intravenous (IV) vasodilators and inotropes. The patient had respiratory distress requiring a ventilator with tracheostomy. The patient was also noted to have a thrombus with increased lactate dehydrogenase (ldh) in the 500s and hemolysis. The patient was given IV anticoagulants. The pump remains in use. No further patient complications have been reported as a result of this event.